Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technologist reported a large epithelial defect following laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing records in device history record(s) (DHR) did not reveal any related non-conformity during manufacturing for this product. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).